Event description:
It has been reported to philips that the system does not start. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that all modules are blinking and cannot be operated. Review of the log file showed that problem with the host-pc. The fse detected "bmc fail" during system startup. Fse replaced the host pc . After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.